Event description:
It was reported, the patient's left knee was revised. After patient complaint of tibial pain (originally implanted (B)(6) 2023, revision date: (B)(6)2024). Intra-operatively, the cement was noted, to be well-adhered to the implants, but not well interdigitated with patient's bone. A triathlon ts knee was revised to a triathlon hinge construct.